Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient conditions and due to the ventricular lead causing restriction of the septal leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging as challenging throughout the procedure. An xtw clip was inserted and deployed on the tricuspid valve. To further reduce tr, an xt clip was inserted and successfully deployed. However, after deployment, it was observed the xt clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1-2. There was no clinically significant delay in the procedure.